Manufacturer narrative:
Updated section a4. Updated sections b2, b3, b4, b5, b7. Updated section e1 (first/given name; last name). Updated sections g3, g6. Updated sections h2, h6, health effect, clinical code; type of investigation; investigation findings; investigation conclusions. H11. Additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including chronic kidney disease (ckd), coronary artery disease (cad), and history of coronary artery bypass graft (CABG). The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11. Corrected data: corrected section h6, health effect, impact code.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 2 years, 11 months due to severe stenosis. The patient presented with exertional dyspnea, chest tightness and overall exercise tolerance. The tavr procedure was successfully performed with a 23mm 9755rsl transcatheter valve. Per medical records, pre-op transthoracic echo suggested severe bioprosthetic aortic stenosis with a mean gradient of 44mmhg.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 2 years, 11 months due to severe stenosis.

Manufacturer narrative:
Updated section b4. Updated sections g3, g5. Updated sections h2, h6 - type of investigation. H11: additional manufacturer narrative: edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Updated sections b4, b5, b7. Updated sections g3, g6. Updated section h2.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 2 years, 11 months due to severe symptomatic stenosis. The patient presented with exertional dyspnea, chest tightness and overall exercise tolerance. The tavr procedure was successfully performed with a 23mm 9755rsl valve. Per medical records, pre-op echo suggested severe bioprosthetic aortic stenosis with a mean gradient of 44mmhg. Pre-op tee showed the aortic leaflet appears grossly intact with good leaflet mobility. No vegetation or dehiscence noted.